Manufacturer narrative:
Device analysis for lead (B)(4) revealed no significant anomaly. The lead body conductor was crushed, however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device is not complete at the time of report. Once analysis is completed a follow up report will be sent. Manufacturing site ID updated to 3004209178. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3888-28, serial/lot #: (B)(4), ubd: 17-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced longer recharge sessions. No environmental/external/patient factors that may have led or contributed to the issue was identified. An impedance measurement showed low impedance >50 ohms on e0>3. The lead was replaced. The issue was resolved at the time of report.